Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while performing a 3d image acquisition, communication between the imaging system and the navigation system could not be established. The site confirmed that the navigation system had visibility of the imaging system trackers and the patient reference frame. Troubleshooting included swapping out the network communication cable which did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs found that all image acquisition failures were due to a motion controller error. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.